Manufacturer narrative:
Additional information received on 16 jan 2018 via phone call with the attending physician: the patient required an impella device. Approximately 30 minutes into the procedure, after placement of both the performer introducer and the impella device, blood was observed in the side arm of the performer introducer. The physician then described the stop cock valve as "popping out," and he pushed it back in place, wrapping the valve with medical tape. The patient required three (3) units of blood product, was treated successfully and discharged home after a few days. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, drawing, manufacturing instructions, and quality control of the complaint device was conducted during the investigation. Additionally, a visual inspection and functional evaluation of reserve samples from a different lot were performed, and personnel associated with the case were interviewed. The visual inspection of the reserve samples noted no nonconformities in any of the inspected devices. A pull test was performed on the reserve samples to determine the peak tensile strength required to separate the junction between the connecting tube and the female luer lock adaptor (flla) junction. All the test articles passed the requirement. The data from the test articles was then analyzed for process capability to meet the requirement stated in the iso11070 standard. The data shows that, with a 95% confidence interval, the process is statistically capable of meeting the requirement. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the reserve samples from a different lot, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). This event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It has been reported that while using an unspecified performer introducer in conjunction with another manufacturer's temporary heart pump, the 3 way stopcock of the introducer leaked. The user facility reported that the valve seemed to be "opening itself," which resulted in significant blood loss. The physician is said to have "taped shut" the valve to prevent further leakage, and the patient was provided additional blood product as they lost more than a "unit" during the procedure. No unintended section of the device remains inside the patient. According to the initial reporter, the patient has not experienced any adverse effects due to this occurrence. "Patient is fine now."